Event description:
The patient came from home to hospital with electrical fault alarm present. The perfusionist reported that the controller felt very warm. The controller was exchanged with no further impact or consequence to the patient.

Manufacturer narrative:
The lvad remains implanted; the involved controller has been returned to the manufacturer; however, analysis is pending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed functional testing. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller fault alarms of this type are caused by a leaky diode and are highly intermittent. The narrative mentioning that the controller was "warm" was not duplicated during testing; log file analysis showed that the controller fault alarm was active for one (1) hour and ten (10) minutes. The duration of this alarm could have caused the perceived observation. The most likely root cause of the reported event is a faulty diode. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.